Event description:
It was reported that this pacemaker was found to be in safety mode. This device was explanted and replaced. This device is not expected to be returned. No additional adverse patient effects were reported.